Event description:
Info received indicates the brake casters are ratcheting on the foot end of the stretcher when in brake.

Manufacturer narrative:
The technician replaced the foot end casters to repair the stretcher.